Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. (B)(4) devices were received for evaluation; (B)(4) events were confirmed during testing. (B)(4) device was affected by missing paint chips and corrosion. (B)(4) device was affected by missing paint chips, shattered bearings, a lack of lubrication. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes malfunction events in which the device overheated and had missing paint chips. There was no patient involvement; no patient impact.